Manufacturer narrative:
Freestyle libre pro sensor with serial no. (B)(4) was returned. Performed visual inspection on the returned sensor and no issues were observed. The sensor adhesive was returned. Extended investigation has also been performed. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre pro sensor. Dhrs (device history review) for the freestyle libre pro sensor and freestyle libre pro sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The date of event occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as rashes and sore. Customer had contact with a healthcare professional and received local application of t- bact and betnovate for treatment. There was no report of death or permanent injury associated with this event.